Event description:
A complaint was received indicating "no message appears" while wearing the adc device using librelink. As a result, on (B)(6) 2022, the customer experienced symptoms of hypoglycemia described as being unable to speak and having a loss of consciousness. The customer was provided unspecified treatment by a non-healthcare professional for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensors; no trends were identified that would indicate any product related issues. The attempt to replicate the user complaint determine to successfully scan using (B)(4) using a known good libre 2 sensor did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.